Event description:
Boston scientific received information latitude red alerts had been generated for this system due to low, out of range shock and pace impedance measurements. Additionally, sensing measurements also decreased on the same day. The patient has received a lot of anti -tachycardia pacing (atp) therapy. It was noted that the patient did undergo an ablation procedure for ventricular tachycardia (vt) on the date of the reported clinical observations. A boston scientific technical services consultant did not suspect electromagnetic interference (emi) would affect the lead this much and recommended further testing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.